Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information was obtained from an abstract titled midterm outcomes of root replacement using homograft for aortic valve infective endocarditis. A (B)(6) male patient underwent a double valve replacement. This sjm mechanical valve (unknown model/serial) was implanted in the aortic position. The follow-up period was 10.6 months. The valve was explanted due to pve with lv-ao peak gradient of 17.1 mmhg. A homograft was implanted. A concomitant CABG was performed.